Event description:
Additional information received that indicated that the patient's implantable cardioverter defibrillator (ICD) had delivered inappropriate anti-tachycardia pacing (atp) therapy due to an incorrect interpretation of an atrial fibrillation (af) episode. No symptoms reported. The ICD was reprogrammed successfully. The patient was stable throughout procedure.

Event description:
It was reported that a patient presented remotely via a transmission from the emergency room (ER). The patient's implantable cardioverter defibrillator (ICD) had delivered inappropriate anti-tachycardia pacing (atp) therapy. No symptoms reported. No intervention performed. The patient was discharged.